Event description:
It was reported that during use of the iab, blood was noticed in the pump's helium tubing. Because of this, the iab was removed and a replacement was not required. There were no pt complications.